Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that the hemostatic valve did not work as it should and there was bleed back coming past the valve. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. No patient consequences were reported. No section was broken. The hemostatic valve didn¿t break. The hemostatic valve was still attached to the sheath. The sheath was being used on the patient. Air did not air enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient was stable. The approximate volume of blood that was lost was a very little amount. No medical intervention was required to stop the bleeding. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 11-aug-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001843 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).